Event description:
A malfunction alarm with the code "malf 16" was reported for a pump under warranty. The customer did not disclose if their blood glucose levels exceeded 500 mg/dl, so the impact on blood glucose levels remains unknown. To address the issue, the customer plans to use multiple daily injections as backup therapy, and technical support arranged for a replacement pump to be shipped. The customer was guided on how to put the pump into storage mode and instructed to return the faulty pump with a pre-paid label within 10 days.